Event description:
A 60 year old white gravida 2, para 2 female; status post bilateral subglandular inframammary 175cc dow corning gels placed for augmentation 12-15-1976 (involutional ptosis - mild). Pt reports increasing firmness, right greater than left, for years, with increasing local pain, left greater than right. No history of trauma or known decrease in size. Pt also developed systemic symptoms, including: arthralgias (positive am stiffness)/myalgias, dysesthesias/paresthesias, spasms, fatigue, sleep disturbances, headaches, hair loss, rashes, sensitivity to sun/chemical, shortness of breath/asthma, hypertension, cholesterol increased, weight gain, allergies, and pulsatile left tinnitis. Pt otherwise healthy.